Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. In 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c11 device is to be scheduled.